Event description:
It was reported that the patient presented for device change-out due to eri. Insulation abrasion was noted. All electrical measurements were normal. Lead was capped and replaced with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.